Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively after a laparoscopic resection of sigmoid after endoscopic colonoscopy, a medical intervention was needed, endoscopic coagulation was done on intensive care unit in the first hours after surgery. There were blood loss of more than 500cc. There was patient no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.